Event description:
Patient was admitted to hospital on (B)(6) 2019 for a device changeout. Patient was occluded on left side, physician decided to implant new device and rv lead on the right side of the chest. Patient was readmitted to the hospital on (B)(6) 2019 due to complications from anesthesia, during examination physician noticed that the new rv lead was failing to capture. Rep was able to reprogram lead and regain capture at high outputs, but physician decided to explant and replace the rv lead since patient is dependent. Patient is doing well post surgery, no further adverse events to report.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.